Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6)

Event description:
It was reported that the patients spinal cord stimulator (scs) leads migrated resulting in inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were disposed by the medical facility and will not be returned.